Event description:
Material no: 309657 batch no: 8222920. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip several syringes would not connect properly with the needle. The following information was provided by the initial reporter: customer reported that he went through several syringes and needles because the two could connect properly; as a result, he could not fill the cartridge properly.

Manufacturer narrative:
Investigation: no physical sample or customer photograph is received to evaluate the reported foreign matter. 10 pieces of retention samples are sent to the quality control laboratory for a visual and functional evaluation in order to verify the defect that the client reports. The retention samples presented satisfactory results, no defects found. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 309657, batch no: 8222920. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip several syringes would not connect properly with the needle. The following information was provided by the initial reporter: customer reported that he went through several syringes and needles because the two could connect properly; as a result, he could not fill the cartridge properly.